Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm and failed battery alarm while troubleshooting. Customer¿s blood glucose level was 47 mg/dl at time of incident. Customer did not allege insulin pump was over delivering. Customer continued to troubleshooting for the issue with the bolus wizard bolus wizard. Customer states bolus was not recording. Customer states parameters were entered correctly. Customer reports the correction bolus was incorrect. The device will be returned for analysis.